Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the inability to pull the basket out of the bile duct was likely due to a broken wire or operation pipe. Due to various factors such as the shape, numbers, hardness of the calculus, and the magnitude of the force necessary to close the basket, it can be inferred that a force larger than expected was likely applied to the device while the basket was grasping the calculus. As a result, the wire or operation pipe possibly ruptured. However, since the device was not returned to olympus for an evaluation, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿when using the bml-110a-1 mechanical lithotriptor, there is a possibility that the basket could become damaged as shown in section10.8, ¿emergency treatment¿. Use the bml-110a-1 with the understanding that the basket could become damaged and open surgery may have to be performed.¿ ¿when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope¿s bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the tube may stretch and the resistance in operating the handle may increase. Also, the calculus may not be retrieved, and/or the basket with calculus engaged may become impacted in the body.¿ ¿repetition of calculus retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a calculus or could cause the basket with calculus engaged to become impacted in the body. If calculus retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or worn, tube sheath is bent, etc.) Is detected during the inspection.¿ ¿when using the bml-110a-1, there is a possibility that the basket could become damaged as shown in the diagrams below. Use the bml-110a-1 with the understanding that the basket could become damaged, and that open surgery may have to be performed.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a mechanical lithotripsy procedure using a single use retrieval basket, the device broke on the handpiece side. As a result, the device was trapped in the biliary tract (distal chole duct). The procedure was delayed in order to deploy a spyglass cholangioscopy with electrohydraulic lithotripsy to fragment the calculus that was keeping the dormia (basket) imprisoned. There was no harm to the patient. The product was normally inspected before the procedure without detecting any abnormalities. The procedure was not completed with a similar device.